Event description:
The user reported that the hematocrit saturation probe was busted up. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.